Event description:
It was reported that the right ventricular (rv) lead had high impedance, a possible fracture, and noise which triggered a lead integrity alert (lia). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis indicated the right ventricular lead integrity alert (lia) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Evidence of oversensing has been noted during vt-ns episodes on (B)(6) 2015. Lia rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2014 rv pace lead impedance was 1406 ohms in on (B)(6) 2014. (B)(4).